Manufacturer narrative:
Event date is approximated as it was unknown.

Event description:
It was reported a transient ischemic attack (tia) occurred. In (B)(6) 2018 the patient underwent a successful left atrial appendage closure procedure. A watchman laa closure device was implanted. Six months post procedure plavix was stopped. The patient subsequently presented with a tia at another hospital. Thrombus was found on a pacemaker lead in the right atrium. It was observed that the site of the transseptal puncture remained open. The watchman device showed no thrombus and was positioned well. It was suspected, but not confirmed that thrombus from the right atrial lead may have dislodged and made it through the transseptal puncture opening, causing the tia. The patient will go back on warfarin.